Event description:
An infusion pump with an 812:02 failure code was found during biomed testing. The biomed stated that there have been no reports of patient incident involving this pump since the last baxter service event.